Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus. The customer attempted to recover the failed drawer and rebooted the station as troubleshooting step, but the issue persisted. Additionally, they shut down by unplugging the power cord from the back of the station, and it was left powered off for 2 to 5 minutes. The power plug was then reconnected, the station was turned on, and the drawer was checked again to attempt recovery, however, it still failed. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the drawer 5 auxiliary 2 full height cubie drawer malfunctioned. A field service engineer (fse) shut down the station and reseated all cables associated with the drawer. Fse rebooted and tested functionality, however, the issue persisted. The fse ordered a new full height enhanced drawer to replace the legacy unit. Another fse replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. The customer attempted to recover the failed drawer and rebooted the station as troubleshooting step, but the issue persisted. Additionally, they shut down by unplugging the power cord from the back of the station, and it was left powered off for 2 to 5 minutes. The power plug was then reconnected, the station was turned on, and the drawer was checked again to attempt recovery, however, it still failed. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.